Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the video generator board and top display which corrected the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display will not power on. There was no patient involvement, and no adverse event reported. It is unknown under which circumstances this event occurred.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display will not power on. There was no patient involvement, and no adverse event reported. It is unknown under which circumstances this event occurred.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display will not power on. There was no patient involvement, and no adverse event reported. It is unknown under which circumstances this event occurred.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name, event site email), e2, e3, g2, g4, g6, h2, h6 (component codes, health effect impact codes), h10.